Manufacturer narrative:
The device history record for the lot number, 0202766516, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. A root cause was not determined at this time. All information reasonably known as of 04dect2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress; a follow-up report will be filed. All information reasonably known as of 12oct2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned

Event description:
It was reported that the patient had an issue overnight with the sponge falling off into the patient's mouth. The patient was reportedly not biting. The sponge had gotten between he endotracheal tube and another component of the endotracheal tube's setup, but was not forced in or out to cause the sponge to be forcefully removed. The swab and was retrieved by the nurse. No additional information was provided.